Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostar device after a transcatheter aortic valve implantation (tavi) interventional procedure using a 7f sheath. Reportedly, the needles didn't deploy. Another prostar device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire/ deploy the needles could not be confirmed as the needles were successfully deployed during return device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to fire/ deploy the needles could not be determined based on the returned device analysis. Factors that may contribute to the reported failure to deploy the needles may include, but are not limited to, change position of device during deployment, device orientation, over insertion of the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.